Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was a failure of the weld between the catheter hub and main body of the catheter allowing potential air ingress or outward blood loss. The catheter was inserted (B)(6) 2013. No sample return. The device was discarded by the customer.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.